Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on the bus due to a reboot. A field service engineer advised the customer over the phone to turn off the station and turn it back on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that bd pyxis medstation system, the full-height cubie was drawer 6 failed and prevented the user from accessing medications. The customer reported that there was a 5 -minute delay in patient care while the user obtained the required medication from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus due to a reboot. A field service engineer advised the customer over the phone to power off the station and turn it back on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the full-height cubie drawer 6 was failed and prevented the user from accessing medications. The customer reported that there was a 5 -minute delay in patient care while the user obtained the required medication from the pharmacy. The delayed medication was gabapentin. There were no adverse events or injuries reported based on this event.